Event description:
Philips received a complaint on the trx4851a 2.4 ghz intellivue tele trx monitor indicating the system displayed a lead off alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system displays a lead off alarm. The fse confirmed after checking the system function the system works as normal. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).